Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace also, moisture damage was found on the electronic and motor assembly. No frozen screen or display anomaly noted. Unable to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and operating current test due to no act button response. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze. The customer reported that the insulin pump did not react when pressing act. The customer's blood glucose was 222 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to water. The customer stated that there was fluid under the lcd display. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.